Event description:
Prior to surgery the scrub tech noticed 3 eaches the safety shields were not engaged. 1ea was opened during surgery.

Manufacturer narrative:
Adding UDI information in this supplement.